Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -13.0/+1.5/112 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault and significant reduction of irido-corneal angles (ica). The problem is resolved. The cause of the event is reported as device.

Manufacturer narrative:
Lens returned dry in a micro centrifuge vial with clear surgical residue on the lens. Visual inspection found haptic deformed and foreign residue on the lens. (B)(4).